Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large clip applier instrument's clip did not close. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the system log review was unable to be performed, the reported event was unable to be confirmed or replicated.